Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this implantable pacemaker was found to be in safety mode. As a result, the device has been scheduled for replacement. The device was explanted and replaced as scheduled. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this implantable pacemaker was found to be in safety mode. As a result, the device has been scheduled for replacement. The device was explanted and replaced as scheduled. No additional adverse patient effects were reported. The device is expected to be returned for analysis.